Event description:
On (B)(6) 2018 doctor placed single dental implant at location 14 immediately after an extraction at that site. On (B)(6) 2018 patient returned to have cover screw removed, implant came out with cover screw.